Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device was not returned for evaluation. Additional info has been requested but not received to date. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the lens was exchanged. Additional info was requested.